Event description:
Hillrom received a report from a hillrom technician stating the bed nurse call was not working. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hillrom technician found the bed communication cable needed to be replaced. Per the hillrom service manual, it is necessary for the centrella¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure the sidecom® communication system junction box is in good condition and all attaching hardware is present and secure. Use the sidecom® tester to make sure the sidecom® communication system operates correctly. Make sure the nurse call indicator is on in all indicator locations. Examine the communication cable, including the male and female pins in the plug. Replace parts as necessary. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in february 2021. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the bed communication cable to resolve the issue. Based on this information, no further action is required.